Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The tower common compute controller (ccc) was returned for failure analysis due to reported error 307. Investigation determined that these issues were not attributable to the tower ccc. Review of the system logs demonstrated that the errors persisted even after replacing the tower ccc, indicating the problem was instead linked to the robot ccc. As a result, the reported failure was confirmed, but testing showed it could be replicated without involving the tower ccc. Error 307 was found via log review confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The tower ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected with local host: 8050, all values were within expectation. After ten power cycles were performed, the ccc left in the golden system to idle for 18 hours with no issues found. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to reported events.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the tower common compute controller (ccc). The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called in with 307 errors when draping the system. The customer stated they were draping universal surgical manipulator (usm) 1 and the system faulted with an error 307. The customer power cycled the system and they got another error 307 when draping usm 2. The customer performed a hard power cycle and the issue cleared. The customer was continuing with set up. The customer called back and stated that they are having the same issue. The tse was able to see that the issue was related to 307 errors in the robot. They were not docked to the patient. They stated that they were going to swap out the robot with another available robot. The procedure was aborted to another da vinci.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After the fse replaced the tower common compute controller (ccc) board, the error later returned and the fse replaced the robot ccc board. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A review of system logs demonstrated that the errors persisted even after replacing the tower ccc, indicating the problem was instead linked to the robot ccc. In the system logs, error 307 was found confirming that the fault had occurred in the field. The robot ccc was installed onto a known good system where the component functioned as expected. Fiber optic light levels on the robot ccc were inspected, and all measurements were within the expected range. The system underwent ten power cycles, followed by a 12-hour idle period in the known good system, with no issues observed during testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While the failure was not replicated during failure analysis, the error observed in the system logs indication a potential communication issue within the robot pointing to the ccc board.

Event description:
Refer to h11 for follow-up information.